Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.